Event description:
Stapler was then closed down on the lung. Unfortunately, it would not fire. The stapler was removed with some difficulty and obviously a partial firing had occurred with some "deplayments" of the staples which were not articulating appropriately and minor bleeding was noted. A new stapler was then brought forward. The cartridge was then loaded and again, we placed the stapler on the lung and again, it would not fire. We, with some difficulty, removed that again. Additional minor bleeding was noted and no stapling was evident. Finally, a third ethicon echelon stapler was brought forward. It was test fired and did fire appropriately, and the cartridge was then replaced and was fired. This time it was also very stiff and did not fire appropriately. Lot number and expiration date of products e4me9n 2013-09. E4mk88 (x2) 2013-10.